Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the reported issue of no image and the failure of the cable unit was confirmed, it is presumed that the cable unit was damaged by the user's application of force such as excessive bending, pulling, twisting, crushing, etc. To the camera cable, resulting in noise in the image. The instructions for use (IFU) states: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. Do not strike the camera head. The camera head may be damaged. Olympus will continue to monitor complaints for this device.

Event description:
It was further reported that the problem was first identified during preparation for use.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of intermittent image was confirmed due to faulty cable unit. In addition, the video connector housing had small cracks. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the hd autoclavable camera head has intermittent image. There was no patient involvement, no harm or user injury reported due to the event.